Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during vigorous exercise due to twos (t-wave oversensing) on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.